Manufacturer narrative:
The customer indicated that samples would be returned for evaluation; however, they have not been received. Maintenance records were reviewed and during these production runs, there were issues with the tubes not being fully seated by the automated assembly machine, which could be related to the customer's issue. Without the returned unit, the exact cause of the issue can not be determined. No product from the reported lot numbers are remaining in stock for evaluation. The device history record was reviewed and found to be acceptable. Medex is unable to confirm or determine the actual cause of this incident without benefit of returned product. An add'l report will be submitted should info become available that impacts the outcome of medex' investigation. Additional lot # 34d07d055.

Event description:
The reporter stated that the female end broke off at the tubing connection during the case or just prior to. No pt injury or treatment associated with this event.